Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was thoroughly inspected, no evidence of a leakage could be identified, there was no damage observed on the syringes or any components that could contribute to a leak, and the stopper was verified to be properly assembled on the plunger. A device history review was performed for reported lot 2504111, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed and verified product met required specification. Leakage testing was performed on the returned syringe, the product was verified to meet required specification and no leakages were observed. Six retained samples were used for additional evaluation. Visual inspection revealed no damage to the cylinders or any related abnormalities. Leak testing was performed on all samples, and results confirmed compliance with established specifications. Based on our investigation and sample evaluation, we are not able to identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: it is reported, leakage. Event details: the intensive care department has received a complaint about the bd plastipak 3-part syringe - 50 ml (up to 60 ml) luer-lok (300865). Lot number: 2504111. Complaint: leakage along the rubber when drawing up medication. 1 syringe has been placed in quarantine and can be collected for investigation from: